Event description:
Had a mesh implant put in from (B)(6) 2006, and after surgery it affected my heart. Had to retire and apply for disability. Mesh was removed (B)(6) 2015. In (B)(6) 2006 I had a mesh implant put in the left side of my thigh between the groin. A bit after implant was put in, it left me in a lot of pain. I was unable to work, so on (B)(6) 2015 the mesh was removed. Was told by my disability doctor mesh stayed in too long. Why was the person using the product: to repair wall on my left side.